Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection: small hexagonal screwdriver with holding sleeve was received at us cq. Upon visual inspection at cq, it is observed that the handle of the device got broken and the device is missing a component, holding sleeve. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection cannot be performed at cq due to the post manufacturing damage. Document/ specification review: the following relevant drawings were reviewed during investigation: screwdriver. Holding sleeve. No design issues were found which can contribute to this complaint condition. Complaint conformed? Yes. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. It was observed that the handle of the device was broken. Thus, the complaint is confirmed. It is also observed that the holding sleeve is missing from the device. While a definitive root cause could not be identified, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure the small hexagonal screwdriver with holding sleeve would like it replaced due to handle was broken. The issue was discovered during the surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).